Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was fading. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: investigators confirmed the text on the display screen is dim/faded and discolored. The contrast setting is set at '8'. Increased the contrast setting to the maximum of '10' with little improvement observed. Observed the battery compartment is cracked at opening of battery chamber and is cracked below the finger pad extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No issue with loss of power. No evidence of moisture damage in battery compartment. Observed the vibration motor is unresponsive. Opened pump to examine and test vibration motor. Testing confirmed the pins on vibration motor are not making an electrical connection with the pcb.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.